Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that with the patient¿s new device, they still had numbness. It was noted they thought it was coming from the patient¿s back, but it wasn't. If the patient turned stim off or decreased it low enough, they do not have the numbness; if they turn it down low enough on program 2, they don't have numbness and got relief. The patient got bladder spasms all the time when on high intensity and had difficulty emptying. At night it was like they had nothing there. The patient was redirected to follow up with their healthcare provider (hcp) regarding the numbness. It was reported the patient had numbness in their lower legs at all times; either front part going down, or circles the ankle, or middle around the calf, and goes to the bottom of their feet. The numbness drove the patient wild. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.